Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Iris damage is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event was due to operational context (surgical techniques). MFR# reference: (B)(4).

Event description:
It was reported that a day after a trabecular micro bypass stent procedure, the surgeon observed an iris pigment floating in the patient¿s anterior chamber (ac). The report confirmed that there was no adverse impact to the patient¿s visual acuity nor the patient¿s intraocular pressure (iop) and the symptoms disappeared after a week. Reportedly, the surgeon suspected that the reported event was caused by the snorkel touching the iris during surgery. The surgeon conferred with glaukos medical monitor who related to the surgeon circumstances that could cause the release of pigmented cells in to the ac- such as trauma to the iris by a surgical instrument or reflux of heme back into the ac during stent positioning, which can resolve spontaneously. In addition, patient¿s monitoring and surgical techniques to avoid such reported event were discussed. Through follow-up, the surgeon provided the following additional information. Reportedly, an iris touch occurred during implantation and resulted in pigment dispersion. The iris touch was characterized as trivial (inconsequential damage) and did not require any medical/surgical intervention. The stent positioning did not result in any adverse impact and the patient was being monitored with adverse event resolved.